Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the center of the touch screen of the central control monitor (ccm) was defective. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) powered down central control. Monitor (ccm) and attached a lab use only touch screen and powered on. The srt observed the ccm powered up normally, cursor and touch screen function properly. The srt determined the original touch screen to be malfunctioning. The srt "burned in" ccm overnight and tested the following morning. The ccm functioned properly with no issues found. The ccm was rebooted ten times and functioned normally each time. The srt removed alba use only components and reassembled ccm. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer.